Event description:
Clinical study patient ID (B)(6). It was reported that the proglide device was used for arteriotomy closure of the right common femoral artery relative to a transcatheter heart valve interventional procedure. Post procedure, a hematoma developed on the right groin site. Manual compression was applied and the hematoma resolved. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the electronic proglide instructions for use (IFU), as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that the sutures of two proglide devices were successfully pre-placed on the right femoral artery and the suture of one proglide device was pre-placed on the left femoral artery using the pre-close technique via a 14fr sheath hole prior to the transcatheter heart valve interventional procedure. The procedure was completed. Hemostasis was achieved with the proglide sutures. Post-procedure, a hematoma developed on the right groin site. Manual compression was applied and the hematoma resolved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.